Manufacturer narrative:
Model number/catalog number: sc-2352-50, serial number: (B)(4), batch/lot number: 2000017527 / 2000018542, model/catalog description: linear 3-4 lead 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate and undesired stimulation. It was also noted that the patient had pain in both midline and pocket incision sites. The patient underwent an explant procedure.